Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a wire break.

Event description:
It was reported to boston scientific corporation that a truetome 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat obstruction performed on (B)(6) 2026. During the procedure, when the tome was bowed and cautery applied for sphincterotomy, the wire broke. It was reported that no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered.